Event description:
On (B)(6) 2014, I had the essure procedure, to prevent pregnancy. On (B)(6) had a surgical procedure to remove the fetus a week later. I am now on an oral birth control along with the essure device still in my ovaries.